Manufacturer narrative:
D10: cv-290; evis lucera elite video system center (serial number :(B)(6)). The device was returned to olympus for evaluation and the evaluation found scope connector was dirty due to water leakage, universal cord and connecting tube had a scratch, probe cover had a dent, and connecting tube had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that the adhesive on bending section cover had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 29jan2024.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there were no differences between the method of reprocessing stated in the instruction manual and the method conducted by the user. The foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -states the detection method in gif-h290 operation manual chapter 3 preparation and inspection. -states the preventative measures in gif-h290 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.